Event description:
Inbound. Patient experiencing no disposable, clamp tubing alarm on both pumps despite all troubleshooting steps, cassette lot# and expiration date not available. Sn# for pumps most recently sent to patient (B)(4) and (B)(4). Unknown if patient has third pump or if was returned. No further details provided.